Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a implantable pulse generator (ipg) procedure, the display of the tablet hosting the mobile programmer application froze. It was noted that the freeze prevented any programming actions. Troubleshooting steps were taken to include closing and restarting the mobile programmer application, which was unsuccessful. Further troubleshooting steps were taken to include rest arting the host tablet and reconnected to the patient connector and mobile programmer, after which programming of the ipg was possible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis :performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of the mobile programmer froze was plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.